Manufacturer narrative:
Correction: d10, h6 annex f continuation of d10: product ID: afapro28 product type: balloon catheter product event summary: the 2ach20 mapping catheter with lot number 9622972 was returned and analyzed. Visual inspection of the mapping catheter showed it was intact with no apparent issues. No kinks were observed along with the shaft, pebax, or tip/loop sections. For functional testing, the mapping catheter was connected to a test cable. The continuity and impedance measurement between the electrodes and the other side of the cable were normal. In conclusion, the reported clinical issues of tamponade, hypotension, bradycardia, and effusion occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. There is no indication of a relation of the adverse event to the performance or malfunction of the product. The mapping catheter passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: updated patient coding. Product event summary: the data files were returned and analyzed. The patient file showed 11 applications were performed using a catheter identified afapro28 balloon catheter of lot number 23673. The patient file didn't show any system notice on the reported date of the event. The adverse event of cardiac tamponade, effusion, bradycardia and hypotension could not be substantiated via data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported the patient had a pericardial effusion that developed into a cardiac tamponade. Despite a pericardiocentesis during surgery to drain the fluid, the fluid accumulation gradually increased, necessitating a transfer to surgery for an open-chest procedure. The patient's vital signs are now stable.

Manufacturer narrative:
Continuation of d10: product ID: 4fc12 product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient was observed to have hypotension and bradycardia, and developed cardiac tamponade. The procedure was immediately stopped and pericardiocentesis was performed for emergency rescue. The case was aborted the patient was not under general anesthesia. The patient was then transferred for surgical intervention. The patient¿s vital signs were stable on the reporting date and had been admitted to the ICU for observation. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.